Event description:
During troubleshooting for an unrelated alarm on the home choice (hc) machine, it was reported the home patient had partially swapped out supplies during an unknown step of peritoneal dialysis (pd) therapy. The patient changed out the cassette but not the rest of the supplies. The home patient (hp) was connected. The technical service representative reviewed proper procedures with the home patient. The hp would complete therapy using all new supplies. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. However, a use error was identified. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿, which is shipped with every homechoice device. The guide instructs the user not to attempt to reuse any disposable supplies. It warns the user not to replace empty solution bags or reconnect disconnected solution bags during therapy. Also, it warns the user that possible contamination of the fluid or fluid pathways can result if disposables are reused. A review of the label for the product family will be conducted.  If any relevant information is obtained, a supplemental report will be submitted.